Manufacturer narrative:
Correction - h6 should have pacing problem as the medical device problem code rather than pacing asynchronously.

Manufacturer narrative:
Journal of the american heart association: title: magnetic interference on cardiac implantable electronic devices from (B)(6) magsafe technology (j am heart assoc. 2021;10:e020818. Doi: 10.1161/jaha.121.020818) authors: fahd nadeem, md; arismendy nunez garcia, md; cao thach tran, md, phd; michael wu, md. Note: patient details and device serial and model number was not available as the information was obtained from a journal.

Event description:
It was reported that an abbott assurity pacemaker was used as part of a study involving abbott and non abbott devices. This event is to report the observation on the abbott assurity pacemaker used in the study. The abbott assurity pacemaker involved a packaged device with no patient involvement (ex vivo). The pacemaker exhibited asynchronous pacing when exposed to magnetic interference from (B)(6) max's magsafe technology. The sample study involved three in vivo and eleven ex vivo devices from various manufacturers and concluded that magsafe technology can cause magnet interference in cardiac implantable electronic devices.